Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not available for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. There are manufacturing controls in place during the device manufacturing. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, on arrival to the intensive care unit (ICU) patient had this swan-ganz catheter placed with both a ra + rv infusion ports. Ra port was running a glyceryl trinitrate (gtn) infusion, rv port was running noradrenaline. Alaris pump began alarming that the gtn infusion was occluded on the patient side. It was checked and all lines/ports were unclamped/open appropriately, connections were confirmed to be secure. The ra port had a three-way tap attachment, so the infusion was paused and the line was aspirated from the free lumen on the three-way tap to check the cause of the occlusion. The line was easily aspirated, but only a small amount of haemoserous fluid and a large amount of air was aspirated. The cvp/cardiac output line was also aspirated from it's connected three way tap to check for the same issue and only air was aspirated. It was decided to stop using the device. There is no allegation of patient injury. Patient demographics were not provided.